Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had low blood glucose (bg) levels and inquired how to stop basal delivery for 15 minutes when the bg was low. The value of the level was not provided. The cause of the low bg was not provided. The contact thought the insulin on board (iob) value was not correct as the customer had to deliver more insulin to stabilize the bgs. Tandem customer technical support (cts) reviewed the iob and found that it was correct. Cts advised the contact that changing the timed settings on the pump may help with the bg level and advised that the settings be discussed with a healthcare provider prior to making any changes.